Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the proglide instructions for use states: continue to advance the device in the vessel until brisk pulsatile flow of blood is evident from the marker lumen. Position the device at a 45-degree angle. Based on the reported information the reported guide deformation appears to be related to an incorrect angle during insertion. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with three proglide devices using the pre-close technique via an 8f sheath prior to a watchman interventional procedure. Reportedly, the suture of the first proglide device was successfully preplaced. The second proglide device was inserted at an incorrect angle, flexing too much which caused the device to bend at the guide. The second proglide device was removed and a third proglide device was attempted; however, deployment sequence of steps was performed incorrectly. Instead of depressing the plunger the plunger was pulled out. The lever was returned to the down position prior to attempted device removal; however, the proglide device became stuck. The physician was advised to send the patient to surgery for device removal but instead the proglide device was pulled out with fascia attached to the foot. Extensive ultrasound imaging confirmed no injury to the vessel, no hematoma, no patient issues, pulses were great. The suture of the first proglide device was removed. Hemostasis was achieved with a figure of 8 suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Another puncture was made to complete the watchman procedure. No additional information was provided.